Manufacturer narrative:
The patient¿s meter has been returned on 4/6/2015 and evaluated by lifescan product analysis on 4/8/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 04/13/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, a pharmacist contacted lifescan (lfs) (B)(4) on behalf of a patient alleging that the patient¿s onetouch vita enhanced meter had a power issue ¿ meter does not turn on. The complaint was classified based on the customer service representative (csr) documentation since the pharmacist stated that the patient did not want to be contacted by lfs to obtain further information. The reporter was unable to state when the alleged power issue first occurred. The reporter did not know how the patient manages their diabetes, nor if they had made any changes to their diabetes management routine as a result of the alleged power issue. The reporter stated that the patient did develop symptoms, however was unable to provide any specific symptoms which were experienced. The reporter could only state that the symptoms were not indicative of a ¿low result¿, and as a result of the patient¿s symptoms they were taken to hospital. It is not known what type of treatment the patient received in the hospital, nor how long they were kept in hospital for. At the time of troubleshooting the csr was unable to resolve the issue. The correct test strips were being used and the batteries did not need to be changed. Replacement products were sent to the patient and the patient¿s products were requested for evaluation. This complaint is being reported because the patient experienced issues with the subject meter which led to them experiencing symptoms which may have been suggestive of serious injury, and subsequently was hospitalized as a result of these symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.